Manufacturer narrative:
Technician found that there was no continuity on ground wire in power cord. Replaced power cord to resolve this issue.

Event description:
Complaint alleged that the ground resistance test failed.